Manufacturer narrative:
As reported, the balloon on a 5mm x 8cm .018 saber percutaneous transluminal angioplasty (pta) balloon catheter was found leaking during use. There were no reported injuries to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿saber 5mm8cm 150¿ was received for analysis, coiled inside a clear plastic bag. The device was unpacked, and a thorough visual inspection was performed. No external damage or anomalies were initially observed, and the balloon was returned in a non-inflated state. No additional noteworthy findings were identified at this stage. Functional testing was performed. An inflator/deflator device was connected to the inflation port, and positive pressure was applied with the intent of reaching the rated burst pressure. The balloon did not maintain pressure due to a leak. Inspection using a vision system revealed a rupture on the balloon surface at the site of the water leak. The rupture area showed associated scratch marks near the damaged border. Such damage is typically consistent with contact from a sharp object or mechanical impact. The scratch marks and surface elongation strongly suggest that the balloon material was compromised by an external sharp object, which likely caused the rupture observed in the returned device. The reported ¿balloon leakage¿ was observed during device analysis as a leakage of water was noted during functional analysis. However, the exact cause cannot be determined. Sem analysis was performed, results showed that the leakage on the balloon was caused by a rupture on the external balloon material which presented evidence of scratch marks near the damage. Scratch marks are commonly caused during the interaction of the material with a sharp object or mechanical damage. Based on the information available for review, it is likely vessel characteristics, although unknown, procedural and/or handling factors contributed to the condition of the unit. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the available information and product evaluation do not indicate a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action is required.

Event description:
As reported, the balloon on a 5mm x 8cm .018 saber percutaneous transluminal angioplasty (pta) balloon catheter was found leaking during use. There were no reported injuries to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 5mm x 8cm saber percutaneous transluminal angioplasty (pta) balloon catheter was found leaking during use. There were no reported injuries to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.